Manufacturer narrative:
Unit passed self-test and displacement test. Unit received with the audio alert and vibration alert functioning properly. No audio alert or vibration anomaly noted. Pump error alarm confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had beep anomaly. Customer reports they did hear the differences between the two audio beep volumes (1 & 5). Customer run self test and it completed with no errors found. Customer's blood glucose value was 237 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.

Manufacturer narrative:
..